Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause has been discussed with the customer but remains unclear.

Manufacturer narrative:
H3 product analysis: ¿ as found condition: the pipeline flex device was returned for analysis inside a sealed biohazard bag and inside a shipping box. ¿ damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no damage noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. The pusher wire was kinked at ~51.0cm from the distal tip. The braid was already detached from the pusher wire when it was returned; therefore, the distal and proximal ends could not be identified. Both braid ends were open and frayed. The braid¿s middle section was fully open and damaged. No other anomalies were found. ¿ conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at middle¿ report could not be confirmed, as the middle section of the returned pipeline flex braid was open and damaged. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, the user deploying the braid in the vessel bend, the braid being improperly sized to the anatomy, the braid being overstretched during the delivery, or a damaged braid. In this event, the customer reported that the vessel's tortuosity was moderate, ruling out tortuosity as a potential cause. Therefore, a user deploying the braid in the vessel bend, an improperly sized braid to the anatomy, an overstretched braid during delivery, or a damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than twice, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. In addition, the damage seen on the braid (fraying) and pusher wire (kinked) could indicate that high force was used. The damage could have occurred due to resistance. However, the customer did not report resistance. Therefore, the cause of the damage could not be determined. The cause of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline flex failed to open at the middle section.  The patient was undergoing surgery for treatment of an unruptured c7 aneurysm with a max diameter of 8 mm and a 5 mm neck diameter. The landing zone (artery size) was 3.8 mm distally and 4.5 mm proximally. It was noted the patient¿s vessel tortuosity was minimal. It is unknown if dual antiplatelet therapy (dapt) was administered. The angiographic result post procedure was satisfactory.  It was reported that the lesion was an aneurysm at the c7 segment. A pipeline flex device was selected for implantation. After thorough hydration, the pipeline device was delivered to the stent catheter. During deployment of the dense mesh stent, the middle portion of the stent could not be opened. The operator made multiple attempts without success. Considering that repeated attempts could cause intimal injury to the patient¿s vessel, the stent was withdrawn and could not be used further. To ensure patient safety and the smooth progress of the procedure, another stent was used, and the operation was successfully completed. It is unknown if the device was positioned in a bend, stuck in the capture coil, or if it had been deployed when it failed to open. It is unknown how many times the pipeline was resheathed or if additional steps or devices were required to open the device. The pipeline was removed from the patient. It is unknown whether it was resheathed and removed with the microcatheter. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event.